Event description:
It was reported that during a laparoscopic estopic procedure the clamp arm became detached. The clamp arm was successfully retrieved. Case completion unknown. No patient consequence.